Event description:
It was reported by the customer that the medication is coming out of the barrel of the syringe when it is being pushed, like there are hairline cracks in the syringe. No information was received regarding any serious injury as a result of this report.